Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing in alternate sensing vector, resulting in delivery of several inappropriate shocks in more than a single episode. Technical services (ts) reviewed the stored episodes, and noted that the smartpass feature was off, and the episodes showed a very low signal amplitude with an apparent morphology change indicating a potential bundle branch block. All of the delivered shocks were unsuccessful in converting and did not change sensing. The health care professional (hcp) reported that the patient received inappropriate shocks in the past from the previous s-ICD and the chronic electrode in primary sensing vector. The hcp noted the secondary sensing vector appeared ok. Ts discussed the option of programming to secondary. No adverse patient effects were reported. This device remains in service.